Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information comes from the abstract titled, "consideration for a case of surgical intervention for complications associated with atrial septal defect (asd) closure using amplatzer septal occluder." On (B)(6) 2012, an amplatzer septal occluder (aso) was successfully implanted in the patient's asd. On an unknown date in (B)(6) 2016, when an echocardiography revealed floating thrombus in left atrium which was adhered to the aso. The patient was admitted to this hospital. Then, a transesophageal echocardiography (tee), computed tomography (CT) and magnetic resonance imaging (MRI) were performed. A left atrial myxoma was suspected. On (B)(6) 2016, surgery was performed. The aso was removed and the asd was closed with an autologous pericardial patch. Reportedly, a pathological specimen was indicated to be residual thrombus. Doi: I-or17-02.